Manufacturer narrative:
It was reported from a literature review from the paper: 'clinical analysis of simultaneous bilateral total knee arthroplasty treatment of knee osteoarthritis' by author li xiao-xin that the patient suffered from pulmonary infection. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. Therefore no medical assessment can be performed at this time. There is not enough information to make a cross-check between the patients and the devices involved, therefore the potential causes of the reported event could not be determined. Without the return of the actual product involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
*Literature case* "clinical analysis of simultaneous bilateral total knee arthroplasty treatment of knee osteoarthritis". Author: li xiao-xin. In this study there were 112 cases bearing genesis ii knee prosthesis. It was reported that the patient suffered from pulmonary infection.